Manufacturer narrative:
Additional information: blocks a1, a2, b5, g2 and h6 have been updated based on additional information received on april 26, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel; lasts too long.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The procedure was performed with local anesthesia. Upon review of the simulation computed tomography (CT) scans, the hydrogel was placed in the correct location. The patient completed external beam radiation therapy to 81gy on june 20, 2022, with no issues, a normal course and reported normal recovery. It was then reported for the past two to three months the patient complained of discomfort, increased rectal bother, fullness, incomplete emptying and occasional bleeding. A colonoscopy, performed in (B)(6) 2023, showed internal hemorrhoids and slight friability in the rectum, but no suspicious findings. The patient reportedly felt a lot of pressure and a desire to move his bowels. He would sit on the toilet three times and very little would come out. Upon review of magnetic resonance imaging (MRI) from (B)(6) 2023, the hydrogel was seen walled off and there was some hydrogel and fluid trapped inside the fibrous wall, causing pressure on the rectum. The walled off area appeared enlarged compared to the size of the hydrogel. The patient's outcome is unknown. No further information has been obtained despite good-faith efforts. Additional information received april 26, 2023. It was further reported the patient's symptoms of gastrointestinal (gi) issues, including feeling a lot of pressure in their colon, irritation and leakage began in (B)(6) 2022. In addition to having been seen by their applying physician, the patient was also seen by a gi specialist. In addition to the colonoscopy, the gi specialist did two magnetic resonance imaging (mris) in (B)(6) 2023. One was with contract and one without. The MRI, as previously reported, showed the hydrogel still in place. As of (B)(6) 2023, the patient was still experiencing pressure in their colon, irritation, and leakage.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The procedure was performed with local anesthesia. Upon review of the simulation computed tomography (CT) scans, the hydrogel was placed in the correct location. The patient completed external beam radiation therapy to 81gy on (B)(6)2022, with no issues, a normal course and reported normal recovery. It was then reported for the past two to three months the patient complained of discomfort, increased rectal bother, fullness, incomplete emptying and occasional bleeding. A colonoscopy, performed in (B)(6)2023, showed internal hemorrhoids and slight friability in the rectum, but no suspicious findings. The patient reportedly felt a lot of pressure and a desire to move his bowels. He would sit on the toilet three times and very little would come out. Upon review of magnetic resonance imaging (MRI) from (B)(6)2023, the hydrogel was seen walled off and there was some hydrogel and fluid trapped inside the fibrous wall, causing pressure on the rectum. The walled off area appeared enlarged compared to the size of the hydrogel. The patient's outcome is unknown. No further information has been obtained despite good-faith efforts. ***additional information received april 26, 2023*** it was further reported the patient's symptoms of gastrointestinal (gi) issues, including feeling a lot of pressure in their colon, irritation and leakage began in (B)(6)2022. In addition to having been seen by their applying physician, the patient was also seen by a gi specialist. In addition to the colonoscopy, the gi specialist did two magnetic resonance imaging (mris) in (B)(6) 2023. One was with contract and one without. The MRI, as previously reported, showed the hydrogel still in place. As of (B)(6)2023, the patient was still experiencing pressure in their colon, irritation, and leakage. ***additional information received may 19, 2023*** it was reported that the patient continues to be symptomatic as of (B)(6), 2023. The patient's physician had discussed possible MRI re-evaluation for possible drainage but planned to speak with the interventional radiologist or gastroenterologist (gi) doctor.

Manufacturer narrative:
Additional information: block b5 has been updated based on additional information received on (B)(6), 2023. Additional information: blocks a1, a2, b5, g2 and h6 have been updated based on additional information received on (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel; lasts too long.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel; lasts too long.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The procedure was performed with local anesthesia. Upon review of the simulation computed tomography (CT) scans, the hydrogel was placed in the correct location. The patient completed external beam radiation therapy to 81gy on (B)(6) 2022, with no issues, a normal course and reported normal recovery. It was then reported for the past two to three months the patient complained of discomfort, increased rectal bother, fullness, incomplete emptying and occasional bleeding. A colonoscopy, performed in (B)(6) 2023, showed internal hemorrhoids and slight friability in the rectum, but no suspicious findings. The patient reportedly felt a lot of pressure and a desire to move his bowels. He would sit on the toilet three times and very little would come out. Upon review of magnetic resonance imaging (MRI) from(B)(6) 2023, the hydrogel was seen walled off and there was some hydrogel and fluid trapped inside the fibrous wall, causing pressure on the rectum. The walled off area appeared enlarged compared to the size of the hydrogel. The patient's outcome is unknown. No further information has been obtained despite good faith efforts.